Event description:
This case was reported by a lawyer via a writ of summons and described the occurrence of death (cause undetermined) in a female pt who received poligrip (formulation unk) for an denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started poligrip (dental). At an unk time after starting poligrip, the pt died (cause undetermined). This case was assessed as medically serious by gsk. It is unk if an autopsy was performed. Super poligrip is mfg in (B) (4), and neither the product nor lot number for this product was available. (B) (4)